Event description:
In 2004, the patient was implanted with a vented electric left venticular assist device (lvad). It was reported by the vad coordinator, that while the patient was changing power source, the patient would get a shorck. The vad coordinator stated that the patient had one episode of blurred vision, and went to the ER. While the patient was in the hospital, they changed out the system controller, and no more shocks have been noted. The patient denies any fluid entering the vent line. The patient also has na aicd, it was interrogated, and had not fired. The patient remains on lvad support while awaiting a heart transplant.